Manufacturer narrative:
Concomitant medical products: pri tubing; 8015; ch10/ch3034 ICU medical cstd. No product returned. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified. Per customer's policy, patient information will not be provided.

Event description:
It was reported that an under infusion event occurred involving IV chemotherapy taxol 598ml. The medication was infused through IV infusion pump with 50ml as left over volume. A low-sorbing IV set with filter was used during the infusion. The device alarmed "infusion complete" but the bag still had left over medication. The patient eventually received the full dose of the medication. The infusion was programed with a rate of 193ml/hr using the device's medication library system (guardrails suite). There was no patient injury. Per user, there were no obvious breaks or cracks on the device during use.